Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review could not be performed since there was no lot number provided. One device was returned for evaluation. Visual and functional testing was performed on this device, confirming the reported condition of a leaking administration set during the flushing of the device. No cause was able to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micron extension set leaked from the bottom of the filter at the junction of the tubing and the filter. This event was observed during patient use and did cause patient exposure to the chemotherapeutic product being infused. There was patient involvement, but there was no report of patient injury, adverse reaction, or medical intervention necessary in association with this event. No additional information is available.